Event description:
The customer stated discrepant patient results were generated on the architect cyclosporine assay. A patient generated a result of 153 ng/ml and upon repeat after assay calibration, the result was 105.1 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. An in-house architect cyclosporine panel was tested. It consisted of multiple samples across the range of the assay, using material from the in-house facility of lot 03182m500. The panel testing produced acceptable test results. Customer complaints received to date were reviewed to determine if others have experienced this issue. The data review did not identify any unusual complaint activity related to this issue. A specific cause for this issue was not identified and no deficiency was identified related to the alleged malfunction reported by the customer. However; the customer was referred to the limitations of procedure section in the assay package insert. This section provides helpful information when evaluating patient results including preventive and corrective actions for such an issue.

Manufacturer narrative:
High test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in proicess.